Manufacturer narrative:
Evaluation: bracket.

Event description:
It was reported by service report that the fowler handles do not work. It is unk if there was pt involvement, however no adverse consequences are reported.